Manufacturer narrative:
Complaint (B)(4). Retrospective filing received 77 loose tubes 455084/b171036t for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. The tubes were not originally packaged and were received with visible debris (various types/colors of small hair, dried grass and dirt) all over the tubes as well as on the packaging (rack and wrapping). Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. One tube was found to short fill. All remaining tubes tested filled within the +/-10% tolerance range. The affected tube was further evaluated to determine whether any physical characteristics of the tube could result in draw volume loss for the tube. No defects on tube assembly, cap assembly, tube, cap or stopper was observed. As the samples were received back not in original packaging and dirty, the root cause of this error seen at the customer cannot be determined.

Event description:
Customer states the tubes are underfilling. Blood samples are being collected on animals via a syringe and distributed with a needle attached to a syringe into tubes. Customer states syringes are 10 ml and underfilling does not happen with other size evacuated tubes.